Manufacturer narrative:
(B)(6). (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked from the middle port. This event occurred after filling the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. No obvious defects were observed on the bag. Functional testing was performed by filling the bag with water. During functional testing, a leak was observed around the spike port cap. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.